Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device was reassembled to address the issue. Additional findings not related to the malfunction/issue were the damage to the following parts: detachable battery pack (internally), rear cover, main housing, detachable battery harness, and handle retention plate. In addition, there was contamination found on the following parts, which were replaced on the device: blower assembly, blower mount, blower bellows seal, internal battery door, base assembly, cooling fan assembly, inlet side panel, outlet side panel, machine flow sensor, fio2 receptacle, muffler assembly, filter cover, fio2 door, vanity cover, tubing-system pca, blower chassis, tubing fio2, and low flow o2 tubing. The inlet foam filter was missing on the device, which was replaced on the device. The detachable battery was returned to the philips investigating lab (pil). The pil visually inspected the detachable battery for visual defects and found none. Pil fully charged the detachable battery and tested the detachable battery, and they concluded that detachable battery was functioning properly.